Manufacturer narrative:
B3 - date of event: 01jan2017 to 31dec2019. D4 - catalog# (rpn): possible rpns: c-tqts-2000 or c-tqtsy-2000. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported via a post market study that the catheter from a thal-quick chest tube set or tray was misplaced. The device was used emergently for a chest tube insertion to treat a pleural effusion with serous fluid related to pneumonia (including empyema) as diagnosed by ultrasound and x-ray. Antithrombic medication was not adjusted or suspended prior to procedure. The device was successfully placed in the right lateral chest, 4th intercostal space via seldinger technique. The chest tube was attached to continuous suction for initial drainage which was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. Later, the patient experienced worsening pleural effusion. As a result, the device was removed and replaced 3 days post-procedure due to a reported device deficiency. No other adverse effects were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported via a post market study that the catheter from a thal-quick chest tube set or tray was misplaced. The device was used emergently for a chest tube insertion to treat a pleural effusion with serous fluid related to pneumonia (including empyema) as diagnosed by ultrasound and x-ray. Antithrombic medication was not adjusted or suspended prior to procedure. The device was successfully placed in the right lateral chest, 4th intercostal space via seldinger technique. The chest tube was attached to continuous suction for initial drainage which was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. Later, the patient experienced worsening pleural effusion. As a result, the device was removed and replaced 3 days post-procedure due to a reported device deficiency. No other adverse effects were reported. Reviews of the documentation, including the complaint history, quality control procedures, manufacturing instructions and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Product labeling review: the product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides information to the user relating to the use of the device. Evidence gathered upon review of the dmr, DHR and IFU suggests that the device was not manufactured out of specification and that there are no nonconforming devices in-house or out in the field. There are no documented complaints involving similar issues where the device was returned. As a result, no device history record is available for reference. Based on the information provided, no product returned, and the results of our investigation, a definitive cause for this failure could not be established. It is possible that the empyema was loculated, preventing drainage within a loculation. However, this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.